Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe was faulting with multiple errors of c-82, 1-87, c-83, and m-02 and had to restart it several times to complete that case. The customer did not have a backup system or generator. Technical support engineer (tse) advised them to make sure that the surgeon was aware of this issue as it could likely cause a lack of monopolar and bipolar energy. The procedure was completed with no reported patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to multiple errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.